Manufacturer narrative:
(B)(4). Currently pending return of the pads for evaluation. Patient outcome is unknown. See scanned page.

Event description:
During an attempted deployment, the user reported that the pads stuck to the liner.